Event description:
It was reported that the patient was experiencing nerve stimulation on the chest wall approximately one week after implant of the right ventricular (rv) lead. It was also noted that the lead exhibited high thresholds, was unable to achieve capture threshold and was undersensing r-waves. The patient was sent to the emergency room to receive a echocardiogram. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.